Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. As a result of checking the log, it confirmed that there was a record of error code 1871. The possible cause was a defective motor. The motor was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction. Per reporter, the event occurred during patient use at the facility. No patient harm was reported. Device analysis revealed error 1871 due to a defective motor.